Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the etiology was an external study device.

Event description:
It was also noted they were unable to get the programmer to re-synch with the stimulator.

Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3888q45, lot# va07n8c, implanted: (B)(6) 2014, product type: lead; product ID 3888q45, lot# va07n8c, implanted: (B)(6) 2014, product type: lead; product ID 3888q45, lot# va07lh5, implanted: (B)(6) 2014, product type: lead; product ID 3888q45, lot # va07lh6, implanted: (B)(6) 2014, product type: lead; product ID 8840, serial# unknown, product type: programmer, physician.

Event description:
It was reported the patient was unable to adjust stimulation and there was a call your doctor 517 error code. It was noted there were some settings in the stimulator that had been kept off since implant. The stimulator was interrogated without incident and they set up two programs and one group and got reports. While testing the patient programmer they had the patient get in three different positions. While in one position the patient was trying to press the oval navigation key to the right to go to program two and the patient pressed center of the oval key and got the 517 code. It was noted ¿18,1¿ also appeared on the bottom of the screen. It was noted stimulation shut off at that point. The stimulator was re-interrogated and no data was available and programming was gone. They reprogrammed the patient and everything was fine. Additional information reported it appeared the patient was pressing the navigation key to access a different program when the 517 code appeared and the loss of therapy occurred. Additional information also noted not only were the groups cleared but the programs were cleared as well. It was reported there was a 514 error code present. Additional information reported the error code was cleared and reprogramming was done. The event was noted as resolved without sequelae. The event was noted as not related to implant procedure and not applicable to device or therapy.

Manufacturer narrative:
Concomitant products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3888q45, lot# va07n8c, implanted: (B)(6) 2014, product type lead; product ID 3888q45, lot# va07n8c, implanted: (B)(6) 2014, product type lead; product ID 3888q45, lot# va07lh5, implanted: (B)(6) 2014, product type lead; product ID 3888q45, lot# va07lh6, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information from the health care provider of the clinical study reported, the patient did not experience any symptoms due to the error code. The error code was linked to a very specific sequence of events that leads to the programming being cleared from the device.